Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular lead exhibited noise and oversensing. The lead tested normally and the noise could not be reproduced. The products were explanted and replaced with a new pacing system. No other adverse patient effects were reported.